Manufacturer narrative:
(B)(4). Date sent: 4/1/2025. D4 batch #: c9ew3v. Additional information was requested and the following was obtained: was the firing sequence started but not completed? If yes: no, did the device deliver any staples? No, if yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No, if yes, was the cut line complete? 7. If yes, was there any issue with the cut line? No, 8. Was there any difficulty opening the device jaws? No, investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with the anvil bent upwards, with an endopath xcel trocar 12 mm inserted in the device, and with a gst60g reload loaded on the device. The reload was received unfired. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. The event described of would not fire could not be confirmed as the device fired without any difficulties noted. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ew3v, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sigmoid colectomy, stapler powered off completely. The device died mid procedure. Case was completed with a like device. No patient harm was reported. Case was extended by five minutes.